Event description:
It was reported that the patient was shoveling snow at approximately 2 pm on (B)(6) 2012. He slipped, but stated that it wasn't very bad. About 7 hours later the patient was feeling "miserable" and "couldn't really move". He thought it was from the shoveling, but checked his deep brain stimulation battery and saw that the battery was turned off and it displayed an end-of-service (eos) message. It was noted that and eos message would only appear if the battery had been overdischarged three times, and it was possible the patient had mistaken a power-on-reset (por) message for an eos message. It was reported that the patient had recharged his battery fully the night before. The patient tried to communicate with the battery again and got the same message. The battery would not turn on and the programmer indicated that the battery was low. When he turned the battery on it turned itself off. It took three attempts to get communication and coupling to charge the battery, and when he was able to turn it on the battery showed that it was fully charged. The patient was able to get stimulation turned back on and had not had a problem since. When the patient visited his hcp, no eos message could be seen in the observation section once the implantable neurostimulator was interrogated.

Manufacturer narrative:
Lead model 3387s-40 lot# v494241 implanted: 2010-(B)(6) explanted: na, lead model 3387s-40 lot# v494241 implanted: 2010-(B)(6) explanted: na, extension model 37085-60 (B)(4) implanted: 2010-(B)(6) explanted: na, extension model 37085-60 (B)(4) implanted: 2010-(B)(6) explanted: na, programmer model 37642 (B)(4).

Event description:
Additional information received from the hcp reported that high impedance measurements were seen on c/3, c/8, c/9, c/10, 8/9, 8/10, and 9/10. No intervention was needed as the battery started working after the patient turned it off and on a couple of times. It was noted that because the battery was off the patient's symptoms of stiffness and dystonia came back. The patient did not require hospitalization, and there was no injury.

Manufacturer narrative:
(B)(4).